Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial# (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37751, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that the recharger was unable to power up. The green light was on, and the connector pins did not appear damaged and fit securely in the recharger port. The screen on the recharger was blank. The patient was sent a replacement recharger. After receiving the replacement recharger, the patient tried charging his implantable neurostimulator, but the implantable neurostimulator would not charge at all or work at all. It was confirmed that the recharger was showing the reposition antenna screen. The patient indicated that the last time that they had been able to successfully charge their implantable neurostimulator was about 3 weeks prior to the report. There was no telemetry with recharging and poor communication. The patient was redirected to his health care provider to address the possible overdischarge. There were no patient symptoms or complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the ins had been shut down for a long time and the patient was told that it needed a "jumpstart". No further complications were reported.